Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the infusion set and had blood at site. She stated that her blood glucose level went up to 249 mg/dl and when she removed the infusion set she noticed there was blood inside the tubing. She changed the set, treated with a bolus and blood glucose level went down to 128 mg/dl. The customer called back on (B)(6) 2014 to report still having high blood glucose. Blood glucose value was 271 mg/dl; treated with manual injection. Troubleshooting was performed and the customer found an air bubble in the tubing near the reservoir. She also found the cannula was trait but had air bubbles as well. The insulin pump passed the high pressure test. It was advised to change the set. The device will not be returned for analysis.